Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) became dizzy and lightheaded while sitting in a hot tub. Upon interrogation of the device, an electrogram recorded at the time the patient was in the hot tub was noted to have noisy signals on the right ventricular and shock channels. A copy of the electrogram was faxed for technical services review. No other adverse patient effects were reported. Additional information was received indicating that six years later, a revision procedure was performed wherein this device was explanted due to normal battery depletion (nbd). A new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Technical services reviewed the electrogram and confirmed noisy signals that appeared consistent with electromagnetic interference (emi). It is possible for a hot tub to emit emi if not grounded properly. Five seconds of asystole was noted. The information provided suggests this crt-d remains implanted with no programming changes made. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.